Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with 36 mg/dl blood glucose and she was having seizures. It was found that the customer performed two bolus deliveries consecutively and she said she may have hit a wrong button. Nothing further was reported.